Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found a kink in the catheter body. Conclusion code ¿ is being updated for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial#: (B)(4), implanted: 2013 (B)(6), product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Initial interrogation of the pump determined it was used to infuse baclofen [500 mcg/ml] at 118.97 mcg/day in flex infusion mode. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via manufacturer representative (rep). It was reported that the rep did not know if the patient symptoms (itching and spasticity) were resolved. He assumed so because he had not heard otherwise from the patient or managing hcp since replacement. The pump and catheter were returned to the manufacturer for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving gablofen, 500 mcg concentration at 75 mcg/day dose via intrathecal drug delivery pump for unknown indication of use. It was reported that patient was exhibiting intrathecal baclofen (itb) withdrawal symptoms: itching and return of spasticity. The rep was not aware of any factors that may have led or contributed to the issue. Managing hcps were to replace pump because it was close to end of service and investigate the catheter. A dye study was performed on the catheter, but the rep did not have any dates, details or results of the study. Prior to surgery, the hcp assumed it was issues with the catheter; however during surgery, the catheter proved to be undamaged not kinked and patent. The pump was replaced. Pump analysis was requested because the patient experienced withdrawal symptoms and there were no issues with the catheter. The pump would be returned and the rep had a possession of the pump. At the time of this report, the issue was resolved and patient status was alive- no injury. No further complications were reported.